Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation two devices. Visual inspection and functional testing were found to be within specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) received two hundred thirty three polysorbs sealed with the appropriate packaging in undamaged condition. No visual abnormalities were observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). UDI not provided. (B)(6). User facility is provided in initial reporter.

Event description:
According to the reporter surgeon was using suture on patient's uterus during a c-section. Needle snapped at the tip and they were able to retrieve it. Opened second suture and needle snapped again and was unable to retrieve the tip. The patient was injured during the procedure. The surgery was extended by more than 30 mins and a re-operation may be necessary. Customer has taken sutures from the same lot number off the shelf to be sent back. The suture was used with a 7/8 needle holder. The customer requires a crl. The product was not re-sterilized prior to this incident.